Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the  patient said her handset won't connect to her stimulator. The patient had been trying for the past week or two because she was having some seepage. Technical services asked if she was getting 50% or greater relief of symptoms and she said no. She had return of symptoms about two weeks ago. The patient hadn't had any issue at all before so she thought she needed to raise the stimulation but couldn't. I told her to turn on her handset and communicator. The patient said no she only has one device. Patient said she never got a communicator. I had her look in the carrying wallet in the pocket and there was no communicator. I asked her if she still had the boxes that the external devices came in and she said she didn't. The issue was not resolved through troubleshooting. Sent email to repair to request a replacement communicator. Additional information was received on 09/23/2021 indicating that the patient (pt) stated they just received a replacement communicator and now they are seeing a message that states "communication error". Unable to communicate with device. Ensure external device is within range and batteries are in place. Patient services did verify that the led light was flashing blue on communicator and that my therapy app was opened when trying to connect the two. Press button on external device if you are still not connecting to the device. Pt states they do not have an extra handset laying around from the trial. Pt states they send the replacement communicator because they never received one, or they don't think they did. Pt states it's been a while so it's hard to remember. Patient services conferenced in mobility to determine if patient was in fact utilizing a trial handset. Mobility suggested pt go back to doctor to see if current handset can be programmed to connect to current implant and communicator through clinician app. Patient will contact doctor and patient services will make representative aware of situation. No further complications were reported at this time.